Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2020. It was reported that the trial patient is not able to urinate while having programmer on. Support link had reminded patient that stimulation should be comfortable and not turned up to where it is painful or uncomfortable feelings. Told to keep stimulation comfortable as well as keeping programmer on for the evaluation instead of only turning it on to urinate.